Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture due to a possible lead dislodgement. A chest x-ray was performed but it did not show evidence of this dislodgment. This was confirmed during follow up testing. This lead has been explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture due to a possible lead dislodgement. A chest x-ray was performed but it did not show evidence of this dislodgment. This was confirmed during follow up testing. This lead has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.